Manufacturer narrative:
The ams 800 balloon was visually inspected and microscopically examined. No leaks were found. Inspection of the remainder of the device revealed no other damage or irregularities. The balloon was passed functional testing. The pressure reading was within product specifications and was rated at 64.5. The ams 800 control pump was visually inspected and microscopically examined. A leakage test revealed no leaks in the device. Inspection of the remainder of the device revealed no other damage or irregularities. The pump was functionally tested, and it did not perform within product specifications. The pump failed the poppet pressure test. However, the failures identified would not affect the functionality of the device and therefore will not be the most probable cause for the reported events. Product analysis was unable to confirm the reported events. The investigation conclusion code of no problem detected was chosen due to the device condition, and successful functional testing. System components: model number/catalog number: 7240412; serial number: n/a; batch/lot number: 1000267838; model/catalog description: control pump fgs iz.

Event description:
It was reported that the patient underwent a surgical procedure to remove and replace the non-functioning pump and balloon components of this artificial urinary sphincter (aus) following their implant during a previous procedure abandoned for unspecified reasons. An aus cuff was also implanted at the time of revision. The patient's condition following the procedure was stable.

Event description:
It was reported that the patient underwent a surgical procedure to remove and replace the non-functioning pump and balloon components of this artificial urinary sphincter (aus) following their implant during a previous procedure abandoned for unspecified reasons. An aus cuff was also implanted at the time of revision. The patient's condition following the procedure was stable.

Manufacturer narrative:
A surgery for (B)(6) 2020 was planned to complete the implantation of the whole device. The surgery on (B)(6) 2020 took place to add a new cuff to the existing components. It was noted that there was a disconnected tube that could not be identified. The surgeon had no understanding of how this tube could have become disconnected or where it had disconnected from, so the existing control pump and pressure regulating balloon were removed that were left in the patient's body from the procedure on (B)(6) 2019. A new cuff, pump and pressure regulating balloon were implanted. The second surgery was completely satisfactory although more components than anticipated were implanted. System components: model number/catalog number: 72404127; serial number: n/a; batch/lot number: 1000267838; model/catalog description: control pump fgs iz.

Manufacturer narrative:
Other system component: model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1000267838, model/catalog description: control pump fgs iz.

Event description:
It was reported that the patient underwent a surgical procedure to remove and replace the non-functioning pump and balloon components of this artificial urinary sphincter (aus) following their implant during a previous procedure abandoned for unspecified reasons. An aus cuff was also implanted at the time of revision. The patient's condition following the procedure was stable.